Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) turns itself off. It was indicated that the epg would start to power up but then shut down. It was indicated that the main printed circuit board (pcb) was corroded. It was also indicated that the lower case, display, keyboard, a case screw, and a pcb screw were contaminated. It was also indicated that the main seal was pinched and protruding from the case halves. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) intermittently shuts down on its own. The epg was returned for service. No patient complications have been reported as a result of this event.